Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiac ablation procedure, septal puncture was performed with another manufacturers product and then exchanged to flexcath contour sheath . Four applications of pulse field ablation was performed on the right superior pulmonary vein (rspv) using the loop catheter. Physician then noted no arterial blood pressure. Cardiac tamponade was then diagnosed, confirmed via echocardiogram. A pericardiocentesis was performed. Blood pressure remained low. A blood transfusion was then provided. As patient's blood pressure could not be stabilised, emergency cardiothoracic surgery was performed. The procedure was aborted. Physician further commented that the left atrial appendage was penetrated . No further patient complications have been reported as a result of this event.